Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that while using the trailblazer catheter for an unknown procedure, an intra-arterial rupture of the probe occured. This lead to the procedure being abandoned plus intervention was required to retrieve the catheter.

Manufacturer narrative:
A trailblazer device has been used in treatment of the patients right external iliac artery. Access was through the left common femoral artery. It is reported that a section of the trailblazer probe segmented and migrated into the right afs during the change of the guide. The component embolized in the patient and had to be retrieved by use of a snare. The procedure was aborted at this point. The patient is reported to be doing well following the procedure. No patient injury reported. Returned device analysis summary: the trailblazer catheter was received for evaluation. No ancillary devices, procedural reports, or cine images from the procedure were received. The trailblazer catheter was received in two segments: all components of the trailblazer catheter were accounted for. The distal segment contained all three radiopaque marker bands. The distal segment has several bends that gave it an undulated appearance. A kink in the catheter was located just proximal of the proximal marker band. The kink is consistent with that of a distal catheter segment being snared or being removed with forceps. The proximal end of the distal segment exhibited torsional and tensile stretching at the separation face. The proximal segment distal end exhibited a mirror image of the proximal end of the distal segment; indicated that all components were accounted for. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Target treatment vessel: - right external/ primary iliac artery - severe tortuosity reported. - the vessel was not pre or post dilated. Ancillary devices used: - 0,35" 90cm sheath - 0,35" 260cm guidewire other information: - IFU was not followed. - the catheter was used like an angiographic catheter - notify date of event (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.